Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 07oct2021. The patient complained of claudication in the right leg. When she was seen in the office, they determined a stenosis in the right common femoral artery (cfa) by ultrasound. The patient was treated in the cath lab on (B)(6) 2021, and an angiogram was done with right radial access. Stenosis was determined and medtronic hawk one atherectomy was performed followed by a drug coated balloon angioplasty. The outcome was successful, and the patient was stable. The patient had good pulses and ideal three vessel runoff below the knee.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - interventional cardiologist. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the peripheral procedure was completed on tuesday, (B)(6) 2021. The patient went home with no issue. She called on (B)(6) 2021, with leg pain and a duplex showed narrowing in the common femoral artery at the site of the angio-seal device. The doctor planned to do an angiogram on the (B)(6) for a possible angioplasty in the area. The patient was a small, elderly woman. The vessel size was 5mm. The procedure was a common iliac bi-lateral stenting which was successful. Additional information was received on 21sept2021. The physician stated that the patient was doing fine. They saw her in the office and pulses were good and there was no more pain.